Event description:
According to the reporter, during a laparoscopic hartmann, after the rectum resection, the stapler was released and removed from the 12 mm port, and when the surgeon looked inside the abdominal cavity with a camera, it was observed that there was a part that was visible underneath the 12 mm port (intraperitoneal), and it was said that it was from the reload. The cartridge did not articulate much, and it was unknown if the part was from the forceps or from other device components. The component was retrieved from the port by clamping it with forceps. There was no patient injury.

Manufacturer narrative:
D10 concomitant products: sigphandle sig power sigphandle handle - (serial# (B)(6); sigadaptstnd sig power sigadaptstnd linear adapter - (serial#unknown); sigpshell sig power sigpshell control shell - (lot#unknown). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3 evaluation summary: medtronic conducted an investigation based upon all information received. The device and a photo were available for evaluation. A visual inspection of the returned photo(s) noted one image of a reload. The jaws were open. A blowout plate was disengaged from the reload. The staple cartridge could not be properly examined. Visual inspection of the returned reload noted that one metal fragment was received. The reload was fully fired and the interlock was engaged. The jaw of the reload was open. One side of the articulating point was broken. During functional testing, the reload was loaded into a representative handle. The interlock was overridden and the reload was applied to test media. Test media was transected. The reload interlock was tested and found to function properly. It was reported that a component disengaged. The reported issue was confirmed. The most likely cause could not be established from the information available. Internal process improvements have been initiated to mitigate this issue. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.